Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was no longer displayed on the station, and the patient could not be found using the facility search function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient who was long term patient was not displaying on the station. A technical support specialist dialed into the server and ran the all-device events report for the patient listed in electronic protected health information (ephi), results showed the last medication removal for the patient occurred on (B)(6) 2026, verified that the admission inactivity setting on station was configured for 14 days, confirmed via a query on the received messages table that only update active directory messages had been received, consulted with customer and advised that to make the patient visible again on the station, the admission inactivity setting should be temporarily increased (e.g., to 30 days), after which a nurse should perform a medication removal before reverting the setting back to 14 days. The customer confirmed that this action was successful and the patient became visible on the station. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.